Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had restarted automatically. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had restarted automatically. No further details were provided. This investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the issue was not reproduced. No repairs were performed, and the device was returned to service. The km responder did not provide any further details regarding how the issue was resolved. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.